Event description:
A continuous positive airway pressure device (CPAP), device returned to the manufacturer for service was found to exhibit thermal damage to its upper housing assembly. The durable medical equipment supplier (dme) who returned the device for service did not report any allegation of pt harm or injury was associated with the CPAP device failure. During the service process, the devices printed circuit assembly (pca) was also found to exhibit thermal damage in an area of the pca proximal to the section of the upper housing that exhibited thermal damage.

Manufacturer narrative:
The manufacturer is conducting an investigation of this product problem and will file a follow-up report when it is completed.